Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: no product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
(Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited over and under infusion (16.44ml). No adverse patient effects were reported.